Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional stenting procedure. Reportedly, the needles did not engage and no suture was available, a cuff miss occurred. The site was rewired and a second proglide device was used successfully to achieve hemostasis. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The returned of the device may have assisted the investigation of the reported event. A cuff miss as reported can be influenced by, but not limited to, manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. A cuff miss can be caused by tissue too being thick and certain anatomical conditions (heavily calcified arteries, scar tissue, etc). The reported information did not report that the patient had any conditions listed under the special patient populations of the IFU. A cuff miss can be influenced by several factors, including, but not limited to failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the plunger to contact the body. There was no information on any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss and associated patient effects could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.